Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the automated impella controller (aic) had a "controller error alarm (yellow)" alarm sounded temporarily after using the impella and while returning to the intensive care unit. The position waveform display disappeared. Even after taking measures such as re-inserting the connection cable, the alarm continued to appear frequently. The aic was replaced. The patient's vital signs remained stable during replacment.

Manufacturer narrative:
Device returned on jul-14-2025 and a device evaluation is underway. Should any new/relevant information become available, we will update the record b1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29718. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29718. B5 patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29718. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-29718. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2025-29718. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29718.

Event description:
The patient expired due to preexisting cardiac condition and multiple organ failure. However, it is unclear if the automated impella controller (aic) issue contributed to the cause of death.